Event description:
Follow up revealed that the patient underwent surgery to have the ipg pocket explanted and relocated. The issue was resolved post operatively.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient lost a significant amount of weight and is now experiencing pain at their ipg site. As a result, surgical intervention may be pending to address this issue.